Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch ultramini meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 1 pm on (B)(6). The reporter was unable/unwilling to answer questions around the patient's usual diabetes management. The reporter stated that the patient developed a symptom of "dizziness" "right after" the product issue began. The reporter stated that the patient was treated by an hcp; however the reporter was unable/unwilling to answer further questions related to this treatment. The reporter was unable/unwilling to go troubleshooting with the cca. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury requiring medical intervention from an hcp while using the subject meter.